Event description:
A hospital in (B)(6) reported that the casing of an iw990 manual controlled infant warmer was damaged and requested a service. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare service centre in (B)(4) for service. The complaint device was visually inspected by a trained fph technician and photographs were provided to us for our investigation. The infant warmer will not be returning for investigation as the customer bought a new warmer and the complaint device was destroyed. Therefore, our investigation is based on the photographs and information provided by our service centre in germany. Results: visual inspection of the photographs revealed that the infant warmer upper head case had a broken edge where the head clip touches the plastic case. The plastic was chipping and flaking on the lower centre portion and rear end of the upper head case and the bottom end cap was cracked. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The subject warmer was released for distribution on 22 january 2001 and is thus already a 14 year old unit. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - the plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias. - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of our continuous improvement initiatives on 2 june 2010, we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes.